Manufacturer narrative:
B2: other: revision surgery is in plan due to device malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was back pain. It was reported that, the set screw on one side came loose. The other side the rods came out of tulip with set screw still in place. Both rods slid cranial out of the tulips of the ballast screws. No allegations on the rod. Procedure or technique performed was t10-illium posterior fusion. Patient experienced pain while standing. There is a revision surgery in plan. No further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review states, magnified x-ray two rods appear to be out of the adjacent screw tulips. Antero-posterior x-ray tlif fusion. The rods do not enter the iliac screw tulips bilaterally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.